Manufacturer narrative:
Concomitant medical products: t510c33, tissue valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check failure was observed on a remote transmission. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No further patient complications have been reported as a result of this event.